Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to review pacing options for a recently implanted cardiac resynchronization therapy defibrillator (crt-d) with an right atrial (ra) lead connected to the left ventricular (lv) port. Ts assisted with the programming review and confirmed that the ra lead in the lv port would be considered an off-label use. Ts provided reprogramming recommendations to optimize pacing configuration as the device is lv pacing only, is expected to perform a procedure on this patient to correct the electrode connections. No adverse patient effects were reported. This crt-d remains in service. Additional information was provided that a revision procedure was performed to correct the reversal on the leads ports. The procedure was successfully performed. No additional adverse patient effects were reported outside the revision procedure. This crt-d remains in service.

Manufacturer narrative:
Follow up report 1 (device evaluation): the complaint device was not returned to boston scientific; therefore, product analysis could not be performed. Conclusion code was updated to "cause traced to intentional off-label, unapproved or contraindicated use" based on the field report of the device being used incorrectly. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of user used incorrect product for intended use was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. At this point, it can be concluded that these issues are covered in the applicable instruction for use (IFU) document.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) to review pacing options for a recently implanted cardiac resynchronization therapy defibrillator (crt-d) with an right atrial (ra) lead connected to the left ventricular (lv) port. Ts assisted with the programming review and confirmed that the ra lead in the lv port would be considered an off label use. Ts provided reprogramming recommendations to optimize pacing configuration as the device is lv pacing only, is expected to perform a procedure on this patient to correct the electrode connections. No adverse patient effects were reported. This crt-d remains in service. Additional information was provided that a revision procedure was performed to correct the reversal on the leads ports. The procedure was successfully performed. No additional adverse patient effects were reported outside the revision procedure. This crt-d remains in service.